Manufacturer narrative:
Additional information was received on october 12, 2021. Explant and replacement with unspecified allergan implants performed on (B)(6) 2019. The capsular contracture originally reported as right sided, was in fact bilateral. This report relates to the right prosthesis. See 1645337-2021-12283 for contralateral prosthesis report. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 750cc mentor memorygel breast implant and experienced symptoms consistent with capsular contracture post procedure. Right sided pain, hardness, and sensitive were all noted. Additionally, the tenderness under the right armpit made it difficult for her to sleep. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.